Event description:
Resident was being transported to a dr appointment by the facility van. Resident was seat belted into a w/c and w/c was secured to the van floor. The van came to a stop at an intersection and resident fell forward out of w/c and hit her face on door handle. Resident had 4 inches of stitches on face. Possible fracture of l femoral neck. Possible fracture of proximal tib and fib.